Event description:
It was reported that the pt presented in the operating room during the pulse generator change out. The device exhibited backup vvi operation. Device replacement was scheduled electively due to device approaching eri.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward.